Event description:
It was reported that during a colon resection procedure, the device had been fired three times. They went to open it after the third firing to reload for a fourth firing and it would not open. They tried the manual release and it still would not open. The device was removed from the field and a new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Additional information received: on what tissue type was the device used? At what location on the tissue? Unk. What color cartridge was being used? White. What other color cartridges were used before and after this event? None. Was buttressing material utilized? Unk. Was the instrument fired across or near an existing staple line or clip? Unk. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Would not open. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? No. Was there any difficulty removing the device from the tissue? No.

Manufacturer narrative:
(B)(4). The analysis found that the device was returned in good visual condition and with one cartridge reload present. The reload was received fully fired. The manual override door was removed; however, the override lever was down. In addition, the knife was not fully retracted, thus the device would not open. The knife was returned to the home position and the device was tested for functionality with a test cartridge reload. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.